Manufacturer narrative:
It was reported that the pressure transducer tests failed during system check out. The failing pressure transducer test was reproduced by our field service engineer during tests performed at the hospital. The fault could be isolated to to the reflector pressure transducer. The faulty pressure transducer pcb was replaced where after the anesthesia system passed the system check out and the unit was cleared for clinical use . The replaced part was returned for technical investigation. The device logs were also received. The technical log does not contain any recordings related to the reported pressure transducer tests failure. The test log shows that the pressure transducer test failed due to a faulty zero pressure offset value of the reflector pressure transducer pcb during testing of the returned pressure transducer pcb, the reported fault could not be reproduced. Our conclusion is that a temporary fault of the reflector pressure transducer pcb caused the reported event. The true cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).